Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a regulatory authority (case# FDA-2014-n-0736-2219) in united states on 27-oct-2015, identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed. Result and assessment of the product technical complaint investigation received on (B)(6) 2015. Consumer stated that she has had a full hysterectomy when she was (B)(6) and another surgery scheduled to have her ovaries removed in a month. She had never imagined that she has to have every female organ removed at her age in order to have a somewhat normal life again. Three years ago, she had a dvt (deep vein thrombosis) in her right leg, 4 pulmonary embolisms in her right lung and a small brain aneurysm. They immediately took her off her birth control and told her that she needed to have a permanent surgery in order to prevent the possibility of a pregnancy. She was unable to have a surgery due to the blood thinners she was on, and her doctor said that only option was to have the essure placement. Previous to the essure placement she experienced what she thought was heavy periods once a month. The day of her essure placement she had an ablation and then a coil inserted in each fallopian tube. She walked out with pain and it never stopped. After essure placement she knew something was different and it would take a few months before she went to her gynecologist and her primary care physician with side effects. To no avail they would not help her. They dismissed her concerns and chalked it up to the fact that her body was healing from major traumas. Immediately after essure placement she had the following symptoms: increased menstrual cycles, going from one every 28 days that lasted 7 days at a time to a period twice a month lasting anywhere from 10 to 14 days. She was going through a super plus tampon and a super absorbency pad every hour and a half. With the increased periods came increased abdominal pain, clots that were the size of golf balls and cramping. Her one physician said that would decrease after she was taken off of blood thinners. This was not the case. The menstrual cycles continued like this for three years until her hysterectomy on (B)(6) 2015. Other immediate side effects were: increased migraines, increased intolerance to metals and other allergens including food, and medical fatigue to the point of falling asleep during work tasks, or taking care of her children and household. Eventually other side effects followed: joint pain, increased lower back pain, muscle aches and pain, constant metal taste in her mouth, increased depression resulting in being committed due to the decrease of quality of life, hair loss, hives and constant break outs. Personally essure has ruined her life, she was engaged before essure was placed she did marry, however their sex life have been nonexistent. He has told her that the stress of not being able to engage in sex with his wife has hurt him. She would have severe pain, bleeding and cramping if there was any penetration. She was always in pain and could not handle the thought of knowing being intimate would increase the pain. It is thought that not only paying for the essure placement. She spent a lot of money in three years for tampons and pads and clothing due to increased periods. She has missed work and this has affected her finances. At this moment, she is on medical leave. Her term family and medical leave act has expired while she is out on short term disability that has turned now into long term disability since they have found other issues since the hysterectomy. When the hysterectomy was done they found endometriosis in the uterus and fallopian tubes. They removed that and left the ovaries however since the surgery they have found that there is endometriosis in the ovaries and cysts on her kidneys, spleen and thickening of the coion. So another surgery is now scheduled. She is sure that her job will not be available when she returns. She needed to have a major surgery at (B)(6) to remove these coils that made her life a living hell. With this if the product is still approved she would like to see it be removed from the category ill deossification. This is not a life saving device, this device does not improve the quality of life. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced period twice a month lasting anywhere from 10 to 14 days (increased menstrual cycles). A full hysterectomy was performed. This event, interpreted as frequent and prolonged periods, was considered serious and listed in the reference safety information for essure. Based on nature of this event, a causal relationship cannot be excluded. Since surgical intervention was performed, this case was regarded as incident. Additionally, several non-serious events were reported. According to product technical complaint, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Correction on 25-nov-2015 following company internal coding review: the event constant break outs was recoded to meddra llt skin eruption.